Event description:
It was reported that the patient had chest pain and received a shock from the cardiac resynchronization therapy-defibrillator (crt-d) system. The patient was hospitalized for less than twenty-four hours and under went blood test and an electrogram (egc) which all looked normal. The crt-d system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.